Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records provided were limited. The patient fact sheet claims that the patient suffered multiple outcomes attributed to the device including but not limited to infection, fistulae, and recurrence. All three outcomes are known as possible adverse reactions listed in the IFU. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow-up MDR will be submitted.

Event description:
The following is based off a review of limited medical records and the patient fact sheet provided to davol by the patient's attorney: (B)(6) 2007, the patient underwent an abdominal supracervical hysterectomy, bilateral oophorectomy, sacrocolpopexy with implantation of a bard composix mesh, a non-bard midurethral sling, and posterior repair. (B)(6) 2009, per the patient fact sheet, the patient had explant of unspecified mesh for persistant vaginal discharge and postmenopausal spotting. No operative notes or product identifiers were provided for this procedure. (B)(6) 2009, per the patient fact sheet, the patient had explant of composix mesh secondary to complications due to sacral colpopexy mesh requiring excision. No operative notes or product identifiers were provided for this procedure. (B)(6) 2009, per the patient fact sheet, the patient had add'l explant surgery due to small bowel perforation, high output fistula and removal of graft (unspecified). No operative notes or product identifiers were provided for this procedure.